Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) levels of over 500 mg/dl with ketones; cause was unknown. Additionally, the customer uses cartridges longer than the labeled two days of use with humalog insulin. Tandem technical support educated the customer on labeling, customer acknowledged. Bg was addressed via a correction bolus, and manual injections. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. The customer was instructed to consult with healthcare provider regarding bg level.